Manufacturer narrative:
Reference record (B)(4). The peg tubing was received cut into two pieces. No other damage observed on the tubing. The external fixation plate had a portion cut/torn off and was not returned. The damage did not affect component functionality.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Start date of duopa therapy (B)(6) 2019. It was reported on (B)(6) 2020 that the patient¿s peg-j tube was clogged and patient did not want to continue with the therapy due to the last time ((B)(6) 2019) when the peg tube was placed the patient developed an infection. Patient wants to remove the peg tube and discontinue duopa treatment. Patient scheduled to remove peg tube and start oral medication. In (B)(6) 2019, patient was taken to the hospital for fever and discomfort. Initial blood cultures revealed positive for unspecified bacteria. Patient was hospitalized and given unknown IV antibiotics for ten days.